Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing cruciate retaining (cr) left 10 mm height: catalog#42512000610, lot#65010735; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated reports: 3007963827-2024-00041. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to stiffness. During the revision surgery, excess posterior bone was removed and the distal femur was recut. The femoral component and articular surface were exchanged without reported complication. Due diligence is in progress for this event; to date no further information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.